Event description:
During an incident in 2002 involving an obese ambulatory pt who complained of chest pain and then lost carotid pulse, this defibrillator analyzed once "no shock indicated", prompted "check pt " and after CPR when the analyze button was pressed a second time it's screen went blank. The pt visited a hosp 2 days earlier with chest pain was and sent home from the ed having been told her chest pain was related to cigarette smoking. During treatment on the incident day, the pt's condition deteriorated and by the time the crew got her to the ambulance, she had lost pulse. Als had not been assigned. The pt was pronounced at the hosp after attempts to revive her failed.